Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 400 mg/dl. Customer¿s blood glucose was 407 mg/dl at the time of incident and current blood glucose was 407 mg/dl. Customer¿s different blood glucose was 230 mg/dl, 403 mg/dl and 500 mg/dl. Customer was treated with manual injection. Customer does not allege insulin pump was under delivering. Customer stated that able to get into auto mode. Customer was declined to check for the presence of leaks or air bubbles in the tubing. Cannula was bent. Customer was not using auto mode. Customer the customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.